Event description:
It was reported that the user experienced hyperglycemia recorded at 313 mg/dl while the app was not connecting to the ilet pump; the app was re-paired, insulin delivery was confirmed in reports, and the user was instructed to perform a full supply change with education provided that reusing a cartridge is off-label and not recommended. Customer care provided remote troubleshooting, and recommendation to do a supply change. Investigation of this case revealed no device malfunction was identified and connectivity was restored with re-pairing. No symptoms associated with elevated blood glucose. Outcomes included recovery with a downward trend to 230 mg/dl and no hospitalization at the end of the call. It was concluded that the hyperglycemia had an unclear cause with device function verified and no further adverse consequences. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.